Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from japan that during an unspecified surgical procedure the truespan 12 degree plga device the surgeon inserted the needle into the semilunar plate with one of the truespan plga in question and gripped the handle, but there was not much feeling when gripping it. When the needle was pulled out of the meniscus, the anchor was just beyond the needle and was not on the meniscus. The second truespan plga in question, this time with an awareness of gripping the handle firmly all the way to the end, caused the same problem. Another 2 of truespan plga was sutured securely using the same procedure. It was confirmed no residues in the body. There was 30 minutes surgical delay. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 for (B)(4).